Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon commented that femur was loose update from sales rep received 10/11/2016: entire femur prosthesis including stem, augments and femoral component. Only had lot numbers for the items provided. Additional information was not made available.